Event description:
It was reported that during a bariatric procedure, the handle popped and the device did not cut or staple. It appears to have fired through the lockout. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Damaged knife, damaged firing trigger handle. Evaluation summary: the analysis results found that one device was returned with the anvil in closed position and with no reload loaded on the device. The clamping and firing mechanisms were noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger handle was found broken and the knife shaft bent. This is consistent with an increase of force applied to the firing trigger on a locked device. While no conclusion could be reached as to how the firing trigger handle and knife became damaged, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the mfg process.